Event description:
It was reported that the knob on the back of the chisel broke off at the laser weld during a c4-6 cervical arthroplasty. The broken piece was retrieved and vice grips were used to remove the chisel. There was no incident to the patient and the procedure was completed.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the device was used with no obvious signs of abuse or misuse. The cap that interfaces with the slap hammer was broken off. The instrument has the cap broken off where the slap hammer interfaces. The disassembly of the chisel during use can be attributed to a combination of insufficiencies of the device. An internal corrective action has been opened to address this issue. This instrument was manufactured before the design changes were implemented.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.